Event description:
It was reported that during an unknown procedure the instruments cannot be identified. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2026. D4 batch #: a9e99c. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. Not all functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch a9e99c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.